Event description:
Customer reported the collimator is not coming down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a broken collimator wire. System operates as intended.